Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "the hook of the permanent cautery hook was broken". Failure analysis found the primary failure of distal clevis broken to related to the reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly .224¿ x .283¿ in size. The root cause of broken distal clevis is typically attributed to the user, such as excess force applied at the instrument tip. Additional finding related to customer reported complaint: the instrument was found to have the conductor cap missing. The missing piece was not returned, measuring roughly .036" x .245. The root cause is attributed to user. Additional finding not reported by site: the instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. The root cause of broken input disks is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the permanent cautery hook (part# 470183-14 / lot# n12190923 0084) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook of the permanent cautery hook was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: surgeon was using the instrument when they watched the hook had fallen down. No pieces remained in the patient